Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was unable to duplicate/reproduce the customer¿s reported problem, however, the unit failed the leak test due to puncture on cable unit. It was noted the serial plate was faded. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomed technician at the user facility via repair request that the customer high-definition camera head has bad image quality, ¿bad lighting¿. The reported problem was found during an unspecified event. No death, injury or harm was reported. The biomed did not have any further information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not confirmed at the time of verification. However, it was determined that the phenomenon, ¿no image¿, occurred at the facility likely because of communication failure which temporarily occurred due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.